Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6) 2018, tandem clinical diabetes specialist reported that the pump data was reviewed and it showed "nothing but high readings". The customer admitted to have ignored the diabetes. Reportedly, the customer resumed pump therapy and met with a healthcare provider to make adjustments to the pump settings. The customer agreed to be more diligent about diabetes care and to make insulin increases according to the healthcare provider recommendations.

Event description:
It was reported that the customer's blood glucose (bg) level was 742 mg/dl and correction boluses were delivered. The contact alleged that the pump basal rate setting was set too low and was the cause of the event. The customer was hospitalized for diabetic ketoacidosis (dka). Insulin and fluids were administered. High bg and dka were resolved and the customer was discharged on (B)(6) 2018. The customer reverted to insulin pens for insulin therapy. Reportedly, the customer met with a healthcare and the pump settings were adjusted. The customer also met with a tandem clinical diabetes specialist for additional training.